Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d8; d10. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.010.017 synthes lot # 5138407. Supplier lot # na. Release to warehouse date: (B)(6) 2006. Manufactured by synthes brandywine. No non-conformance reports (ncrs) were generated during production. The handle component material (phenolic) was confirmed to be correct per the specification (phenolic). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a broken handle, which agrees with the reported complaint condition. A chunk of the proximal end of the handle has broken off and was not returned. The remainder of the device shows cumulative superficial surface wear which would not impact functionality. The received condition does agree with the complaint description. DHR review:the returned device was manufactured in january 2006 and is over 13 years old. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The handle component material (phenolic) was confirmed to be correct per the specification (phenolic). Document/specification review: the relevant design drawings were reviewed during this investigation... The stardrive screwdriver t25/self-retaining (03.010.107) is a reusable instrument in four systems: angular stable locking, suprapatellar instrumentation for titanium cannulated tibial nail, titanium cannulated humeral nail and titanium cannulated adolescent lateral entry femoral nail. In each instance the driver can be utilized for screw/endcap insertion/removal so long as the screw has a t25 drive recess. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: the thickness of the returned screwdriver handle adjacent to area of breakage measured at cq and is within specification per relevant design drawing. The width of the returned screwdriver handle adjacent to area of breakage measured at cq and is within specification per relevant design drawing. Material analysis: the design specified the handle component to be manufactured from phenolic le grade linen material. The DHR confirmed that the handle component material (phenolic) was confirmed to be correct per the specification (phenolic). This complaint is confirmed. Conclusion: a definitive root cause for the handle breaking could not be determined based on the provided information. The most likely cause is rough handling. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that: during routine incoming inspection of loaner set (B)(4) at the (B)(6), it was observed that stardrive screwdriver t25/self-retaining part number 03.101.107, lot number 5138407 was found to be broken. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).